Event description:
During a chemotherapy (trastuzumab) infusion, leakage occurred at the connection site between the tubing and the spiros connector. Approximately 3cc leaked, and drops were noted on the patient's arm. The infusion was stopped immediately, appropriate actions taken for spill, and the area on the patient's arm was cleansed and dried. The connection was inspected and tightened with no further leakage noted.